Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: a case of junctional ectopic tachycardia and complete atrioventricular block after transcatheter aortic valve replacement.

Event description:
The article, "a case of junctional ectopic tachycardia and complete atrioventricular block after transcatheter aortic valve replacement", was reviewed. The article presented a case study of an 89-year-old female patient. It was reported that on an unknown date, a 23mm navitor valve was chosen for implant. Immediately after procedure, electrocardiogram (ECG) showed sinus rhythm with no conduction system disturbances. On post-operative day (pod) 2, ECG revealed tachycardia, ventriculoarterial (va) dissociation and intermittent right or left bundle branch block. Tachycardia persisted to pod 5 with left bundle branch block. On pod 6, patient experienced syncope and ECG revealed transient complete atrioventricular block following restoration of sinus rhythm, resulting in cardiac arrest. A decision was made to implant a permanent pacemaker. Due to persistent tachycardia, patient was additionally administered beta-blocker and calcium channel blocker. Patient symptoms improved but tachycardia did not fully resolve when patient was discharged on pod 15. At 1-month follow-up, pacemaker interrogation noted the tachycardia was resolved. [The primary and corresponding author was shingo yoshimura, division of cardiology, gunma prefectural cardiovascular center, maebashi, gunma, japan, with corresponding email: me17093@yahoo.co.jp].

Manufacturer narrative:
As reported in a research article, a case of junctional ectopic tachycardia and complete atrioventricular block after transcatheter aortic valve replacement. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
The article, "a case of junctional ectopic tachycardia and complete atrioventricular block after transcatheter aortic valve replacement", was reviewed. The article presented a case study of an 89-year-old female patient. It was reported that on an unknown date, a 23mm navitor valve was chosen for implant. Immediately after procedure, electrocardiogram (ECG) showed sinus rhythm with no conduction system disturbances. On post-operative day (pod) 2, ECG revealed tachycardia, ventriculoarterial (va) dissociation and intermittent right or left bundle branch block. Tachycardia persisted to pod 5 with left bundle branch block. On pod 6, patient experienced syncope and ECG revealed transient complete atrioventricular block following restoration of sinus rhythm, resulting in cardiac arrest. A decision was made to implant a permanent pacemaker. Due to persistent tachycardia, patient was additionally administered beta-blocker and calcium channel blocker. Patient symptoms improved but tachycardia did not fully resolve when patient was discharged on pod 15. At 1-month follow-up, pacemaker interrogation noted the tachycardia was resolved. [The primary and corresponding author was shingo yoshimura, division of cardiology, gunma prefectural cardiovascular center, maebashi, gunma, japan, with corresponding email: me17093@yahoo.co.jp].